Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer was treated with insulin pump. Customer was unable to troubleshoot due to working. The customer was advised to call back to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.